Event description:
During the removal of right adnectal mass, the genrator went into a solid tone and after retorquing and testing the device, the active blade broke off. Did not fell into the pt. Instrument replaced with another harmonic or same product code to complete case. No pt consequence.